Manufacturer narrative:
For information and regularisation of incident report because of revision of our decision tree. We are waiting for additional informations concerning this event / (B)(6) 2019 email: to complete our analysis, we need additional information: is there a clinic consequence for the patient? Did the surgeon indicate that the device caused or contributed to serious injury? Please report on the circumstance when the event occurred: were there any contributing conditions related to the event? Was there any variance from the expected surgical technique? Reference and batch numbers of 2 products? Used in the same surgery? What was used to complete the procedure (part and lot information)? We note that there is a delay in the surgery over than 30 min. Lot number recovered. Surgeon response: "problems have led to an increase in surgical time. There were no major injuries but we had to drill a second time for the 2 anchors" - "we tried again with a new anchor in accordance with your surgical technique, but the technique did not work". To complete the procedure: anchor arthrex used. Surgical delay: so, we consider that there is potential adverse effects following an extension of surgery time (over than 30mn) which may require revision of the anesthesia protocol. Medical device not returned for expertise despite our follow-ups - no other information concerning circumstance of this event - expertise report about manufacturing data is on going.

Event description:
Fnc (B)(4). Event occured in (B)(6). Description of the incident / product experience report transmitted: "once the screw is inserted into the pilot-hole, the screw material decomposes with the blood and the screw out of place".

Event description:
Fnc 1909/01882 event occured in damascus / syria. Description of the incident / product experience report transmitted: "once the screw is inserted into the pilot-hole, the screw material decomposes with the blood and the screw out of place".

Manufacturer narrative:
For information and regularisation of incident report because of revision of our decision tree. We are waiting for additional informations concerning this event / 26 september 2019 email: « to complete our analysis, we need additional information: - is there a clinic consequence for the patient? - did the surgeon indicate that the device caused or contributed to serious injury? - please report on the circumstance when the event occurred: - were there any contributing conditions related to the event? - was there any variance from the expected surgical technique? - reference and batch numbers of 2 products? - used in the same surgery? - what was used to complete the procedure (part and lot information)? We note that there is a delay in the surgery over than 30 min ». Lot number recovered. Surgeon response: "problems have led to an increase in surgical time. There were no major injuries but we had to drill a second time for the 2 anchors" - "we tried again with a new anchor in accordance with your surgical technique, but the technique did not work". To complete the procedure: anchor arthrex used. Surgical delay: so, we consider that there is potential adverse effects following an extension of surgery time (over than 30mn) which may require revision of the anesthesia protocol. Medical device not returned for expertise despite our follow-ups - no other information concerning circumstance of this event - expertise report about manufacturing data is on going. Follow up1 - final report conclusion on the post-manufacturing data analysis: the batches of fixit® devices no. 191298 and 185322 were manufactured in compliance with specifications. They both have a high molecular weight which is indicative of good injection conditions. The anchor is anormally deformed, to the extent that the threading melted. No other information concerning circumstance of this event: in order; to limit the risk of failure when inserting the anchor, it is recommended in the technique to tap the bone up to the laser marking on the punch-tap. Insert the anchor co-axially to the pilot hole. Hypothesis: a particularly high bone density or/and no tapping. Monitoring the proper understanding of the surgical technique is carried by our export area sales manager.

Manufacturer narrative:
Follow up2 - response to FDA request attachments. First submission on 17 september 2020 / failed. Second submission on 29 september 2020 / failed. Several submissions and test after e-mail exchanges with esg help desk and cesub help desk / failed. Despite several attempts, it is impossible to transmit all attachments (25). The documents will be send by post to FDA to: FDA center for devices and radiological health medical device reporting - response to FDA request po box 3002 rockville, md 20847-3002. Best regards. (B)(6).

Event description:
(B)(4). Event occured in (B)(6). Description of the incident / product experience report transmitted: "once the screw is inserted into the pilot-hole, the screw material decomposes with the blood and the screw out of place."